Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted an attempt to unload the single use loading unit from the distal end had occurred. The sulu was stuck in the stapler due to improper unloading of the unit. Functional evaluation was unable to be performed due to the condition of the device. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur after firing, if the sulu is unloaded from the instrument by the distal end before the proximal end. The unit must be unloaded from the proximal end of the reload. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection, while the stapler was being placed on the colon, it failed to fire and the knife blade seemed exposed but wouldn't fire at all. The black pusher thumb piece could not be moved at all. The stapler was replaced with a brand new one and the case completed without complication. There was no patient injury.